Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the control body fluid damage, the lg connector fluid damage, the mechanical base plate corroded, the light guide cable leak, the root brace rubber (lg control body) cut, the remote control buttons cut, the aft suction tube dirty, the ethylene oxide gas valve (eog) loose, the bending rubber worn out, the insertion flexible tube worn out, the distal body worn out, the ccd module with drive pcb defective, and the left pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).